Event description:
A high drain error 103 alarm was identified in the log of a returned homechoice device. A high drain alarm occurs when a patient has drained a volume equal to 200% or greater than the patients fill volume in standard mode. The alarm occurred on (B)(6) 2013 09:25:37 during night drain cycle three. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event found during evaluation of (B)(4). Review of the event log found evidence of the increased intra-peritoneal volume (iipv) event. The cause was undetermined. Should additional relevant information become available, a follow-up report will be submitted.